Event description:
After 11 years of cochlear implant use, this pt's device reportedly no longer functioned. Explantation/reimplantation surgery was succesffully completed in 2003. The device was not returned to cochlear for analysis. It was reportedly lost or disposed of by the health care facility.